Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Insulin pump received with cracked case on the back at the battery tube area. Unexpected battery power loss unknown. Blank display not confirmed.

Event description:
The customer reported via phone call that the insulin pump was not working, had a blank display, received failed battery and the buttons were not responding and was cracked at the back. The customer¿s blood glucose level was unknown. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap are not damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Insert battery alarm did not display on the insulin pump screen. Customer states the display did return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.